Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call that they were having sensor issues. Customer received change sensor alert after a calibration not accepted alert. The sensor also had inaccurate readings that triggered threshold suspend. The customer¿s blood glucose was 250 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined to review sensor best practices. The sensor was returned for analysis.